Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off issue while sweating on (B)(6) 2025. No further information is available.